Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Physician reported difficulty with threshold testing at device check. Dislodgement on this lead was found and confirmed via x-ray. No adverse patient side effects were reported. Lead remains actively implanted and treatment plan has not been determined at this time. Should additional information become available, this file will be updated.